Manufacturer narrative:
D4. Medical device expiration date: unknown, h4. Device manufacture date: unknown, d4. Medical device lot#: unknown. D.2b medical device type: one additional code applies; jka. Investigation summary: bd received one photo for investigation. The customer's photo displays a device with blood leakage into the sample; however, the source of the leak cannot be determined. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: leakage during use no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. E1: initial reporter facility name: (B)(6).

Event description:
It was reported while using one bd vacutainer® push button blood collection set with pre-attached holder, there was a leaked at the cracked connector. No clinical consequences for the patient or user.